Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a high voltage shock from their device. The patient was asleep when they received the shock. The patient said it hurt and had some anxiety after the shock. Review of the remote transmission noted p-wave oversensing on the ventricular lead and r- wave oversensing was noted on the atrial lead when the patient was in normal sinus rhythm and undersensing was detected. The device was reprogrammed. A chest x-ray showed the right ventricular lead was on the tricuspid valve, it had moved since implant. It was determined that due to the placement of the lead, it was sensing p-waves as well as r-waves leading to inappropriate shock therapy. The lead also had a history of noise and oversensing so the physician decided to explant and replace the lead on (B)(6) 2018.

Manufacturer narrative:
Correction: added physician name. Correction: updated to physician.